Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded express bolus, esc and act button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, case at reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 39.6 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.